Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The power to the device was cycled multiple times without any issues. The pneumatic system was tested and found no issues. A short simulated therapy was performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred after use on the home choice (hc). The technical service representative (tsr) assisted to clear the alarm. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had a last fill of 2800ml and then performed a manual drain mid-day of 3000ml. The hp stated they had a very normal drain with the manual bag. The hp got on the hc and performed the initial drain which was only 1256ml before the hc went into fill 1. The initial drain alarm (ida) setting equaled 1200ml. The technical service representative (tsr) explained the setting may need to be raised. The hp had a fill volume (fv) of 2000ml for two cycles on the hc. The hp had a ultra filtration (uf) reading of 3649ml, the cycle one uf equaled 3254ml and the cycle two uf equaled 395ml. The tsr arranged for the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported issue was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.